Event description:
Ous MDR - it was reported that 22 days after the implantation the lead had to be repositioned due to dislodgement. During the revision the fixation helix could not be properly retracted and extended. Thus the lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 12 cm distal to the is-1 connector pin in the region of the suture sleeve, a squeezed lead body, and deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within technical specifications. After removing tissue and dried blood, the fixation helix could be properly extended and retracted. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.